Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The a4j3 connector on the generator backplane was removed and installed into the a4p3 connector. The system was tested and found to be working as intended and returned to service.